Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection did not identify any non-conformity. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU). The returned cable was tested with a reference hemopro and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. There was no damage on the connector pins. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the plugs. Based on the results of the evaluation the reported complaint "failure to deliver energy; cord" was not confirmed.

Event description:
The hospital reported that they had a dc extension cable that failed.

Manufacturer narrative:
(B)(4). Please disregard previous entry: "no consequences or impact to patient" to "no patient involvement" (B)(4).

Event description:
The hospital reported that they had a dc extension cable that failed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they had a dc extension cable that failed. The hospital did not report any patient effects.